Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the black eye-piece on the scope broke off into two or three pieces. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the black eye-piece on the scope broke off into two or three pieces. The hospital did not report any patient effects.